Manufacturer narrative:
The incident has been reported to the MFR on (B)(4) 2011. Results of analysis will be developed in a f/u report.

Event description:
The valve was implanted after (B)(6) 2009. The pt suffered from subdural hematoma on (B)(6), 2011 after head injury from a fall. The surgeon found that the valve setting could not be changed on (B)(6), 2011. That was impossible even under x-ray by pak2. He would like to know why he would not change the pressure setting.